Event description:
It was reported that the patient was admitted with confusion, altered mental status, and shortness of breath. Head computed tomography (cth) was negative, but neurologist felt that the patient suffered an ischemic left temporal lobe stroke. The diagnosis was made based on symptoms only as cth did not show anything. The symptoms improved with no treatments or changes to anticoagulation and patient was discharged on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), and the reported stroke could not be conclusively determined. The patient remains ongoing on hm3 lvas, serial number (B)(4), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 29oct2015. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. The IFU lists stroke as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.